Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 2 mg/ml at 0.4 mg/day via an implantable pump for spinal pain indications. It was reported that the patient had a prior catheter revision. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the reason for the previous catheter revision was due to wanting to re-position the catheter for better pain relief. The date of the previous catheter revision was (B)(6) 2024 and the serial number for the previous catheter that was tied off was provided. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the most recent catheter was the one that was re-positioned. The rep indicated that they could not provide more details regarding what was performed during the revision because they didn't cover it. The rep reported that the catheter revision resolved the issue of needing better pain relief.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6); implanted: (B)(6) 2014, product type catheter product ID 8784, serial# (B)(6); implanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 24-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional codes correction: img code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.